Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on the pump where the battery cap screws in. The customer thinks that at some point pump was dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage was found on the lcd isolation tape during visual inspection. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.